Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The device was returned to olympus for evaluation and the evaluation found the following: due to a cut on switch 1 the water tightness was lost, the air/water cylinder and suction cylinder had discoloration, switch 1 had a pinhole, the light guide bundle had breakage, the plastic distal end cover had a scratch, the adhesive around the objective lens and the objective lens had a chip, the adhesive around the light guide lens and the adhesive on the bending section cover had a crack, the connecting tube was snaking, the universal cord had a wrinkle, and the following were deformed; the celling plate, plate unit and the bending tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had broken tie rods. The device was returned for evaluation. During the device evaluation, the following was found: the air/water tube had a whitish foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer confirmed that the device was reprocessed prior to return to olympus. No other reprocessing information was provided. During device investigation, the reported issue was confirmed: the ceiling plate and plate unit were both deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from remote switch 1. Olympus will continue to monitor field performance for this device.